Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient felt it was going in the wrong direction with the programs. The patient stated they were seeing better results on the lower programs the first two times. The patient stated they did not void on their own at all and they didn¿t have any voided volumes for the 28th-29th and the 29th-30th. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.